Manufacturer narrative:
This report is being filed on an international product, list 2g23, that has similar products distributed in the us, list numbers 1l81 and 4p54. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). The sample was confirmed (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. The customer reported that the sample had been collected outside the laboratory and that a tube identification error at the time of sampling, or contamination of the sample during sample handling is possible. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.